Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-737h-(B)(4): analysis of the returned device revealed the fiber/glass cap is fractured at the uv glue zone. The glass cap distal part is detached and was not returned. The heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator. The fiber appears blackened near the heat shrink tubing open end. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation code of operational context was assigned to this investigation.

Event description:
Analysis of the returned device revealed detachment of a portion of the fiber cap and a potential for forward firing. No patient harm reported.